Event description:
Patient had stress incontinence post prostatectomy. Aus placed in same year. Patient started to experience discomfort and scrotal swelling over the past few months. Upon examination, the device was found to have eroded into the urethra. Surgical removal of the entire device was done. Patient wound was found to be infected and cultures are pending. Patient did require a foley catheter placement which will need to be in for several weeks.